Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "flow rate" was not reproduced. Evaluation had sent the device to flow for flow testing but was unable to perform due to a door does not close. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was found a missing upper mechanism mounting screw. The m2 and m3 spring required to be replaced and mechanism required reinstallation to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had flow rate issue found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6: type of investigation. Correction h6 investigation findings and conclusion codes. The device was received for evaluation. During functional testing, the reported problem "flow rate" was not reproduced. Evaluation sent the device for flow testing but it was unable to be performed due to a "door does not close" alert. A review of the event history log was performed for the last days of customer use as no event date was provided. The review showed an infusion programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual (spectrum installation and maintenance manual ). The infusion ran to completion without interruption and no abnormalities were observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not able to be verified and no cause was identified. The m2 and m3 spring will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.